Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation summary: bd received samples from the customer facility for investigation. The customer samples were evaluated and the customer¿s indicated failure mode for a cracked tube with the incident lot, was observed. Additionally, retention samples were selected from bd inventory and inspected. No issues were observed as all retention samples met specifications and no defects were observed. A review of the device history record was completed for the incident lot number and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for a cracked tube with the incident lot was observed. Additionally, retention samples were tested and all specifications were met. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
This complaint is MDR reportable. It was reported before use the 13x100 mm 4.5 ml bd vacutainer® plus plastic pst tube was cracked on the bottom where the gel is located. No serious injury or medical intervention noted.